Event description:
The filter was put in a cancer patient in 2008. The physician tried to remove it in 2008; however, images showed the four filter legs had perforated the vena cava. The physician opted not to remove the filter.

Manufacturer narrative:
Event evaluation: this event is still under investigation.